Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device was functioning within specification. A review of the device logs revealed an instance of iipv (increased intra-peritoneal volume). The cause for the iipv found in the logs was determined to be insufficient drain - use error- tidal uf removal set too low. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling was reviewed for use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During device evaluation for a returned unit, an issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence on therapy date (B)(6) 2011 started at 11:11 with ultrafiltration (uf) volume of 1293 milliliters (ml) during cycle 8. On (B)(6) 2011 product surveillance advised the patient's dialysis clinic of results of the evaluation. There was no report of any patient injury or medical intervention.

Manufacturer narrative:
(B)(4).the device evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.